Event description:
Related manufacturer reference number: 2017865-2024-00759 / 2017865-2024-00762 it was reported that the patient was deceased on (B)(6) 2024 due to left heart failure. The cause of the heart failure was unknown. There was no allegation by physician that the pacemaker system was related to the patient's death.